Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-21. H6: investigation summary: five sealed and one open 31g x 5mm pen needle samples and one photo were returned from lot. No. 0147016, cat. No. 320212. Visual examination was carried out on the returned samples and photos and black marks on the cover of one sample was observed. No issues were observed with the remaining four samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most probable root cause was identified as incorrect moulding start up. H3 other text : see h10.

Event description:
It was reported that a pn 31x5 europe bd brand had foreign matter before use. The following was reported by the initial reporter: "end user noticed that the outer protective cap on the needle (bd 5 mm) was dirty. Something dark brown/black were spotted. End user looked inside of the cap and it was completely spotted on one part of the inside, some dots were even on the outside. The needle were not opened before end user have the used and some unused penneedles that will be sent, first to stockholm and then to the factory. I'll get back with additional information once I have had a call with the end user."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pn 31x5 europe bd brand had foreign matter before use. The following was reported by the initial reporter: "end user noticed that the outer protective cap on the needle (bd 5 mm) was dirty. Something dark brown/black were spotted. End user looked inside of the cap and it was completely spotted on one part of the inside, some dots were even on the outside. The needle were not opened before end user have the used and some unused pen needles that will be sent, first to (B)(6) and then to the factory. I'll get back with additional information once I have had a call with the end user."